Event description:
A surgical tech reported that the hole was not open on the shunt. In a f/u, the surgical tech reported that immediately after a glaucoma filtering shunt was implanted, the surgeon observed that the shunt was not draining. He removed the shunt during that same surgical setting and implanted another shunt.

Manufacturer narrative:
Eval summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. Because a sample was not returned, the root cause cannot be determined. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone and email. Returned data was received on 10/27/2014. (B)(4).